Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded while in the holding area after the implant procedure. The leadless implantable pulse generator (ipg) device was observed with no capture. After pacing was resumed, the device was noted with increased and varying thresholds. The patient was taken back to the lab for implant of a traditional transvenous system. The ipg device was inactivated and remains in the patient. No further patient complications have been reported as a result of this event.